Event description:
It was reported that the pt underwent posterior spinal decompression and fusion at l3-s1. It was reported that approximately 3 weeks post-op,the implants had lost polyaxiality and metalosis had formed at the base of the screw. Additional surgery was performed to remove the implants.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Evaluation has been completed. Video clip of the revision surgery confirmed loosening at the screw/rod interface at one level. No evidence on metalosis observed.